Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was impacting a femoral trial onto the patient's femur and cracked the impactor pad. There was no patient impact. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. All available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection of the returned device found it to exhibit signs of repeated use (nicked and gouged) and is fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.